Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was in the setup mode when attempting to test her blood glucose. This complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient reported that the meter issue began on the evening of (B)(6) 2014 when she attempted to test with subject meter for the first time. The patient confirmed the meter was brand new. When unable to confirm meter settings, the patient informed the mss that she continued to test with her old meter (bayer) until she ran out of test strips. The patient manages her diabetes with oral medication. As a result of not being able to test her blood glucose, the patient confirmed she continued to take her usual dose of oral medication, but began to eat less because she did not know what her blood glucose level was. The patient reported developing symptoms of ¿lightheaded, sweaty and pain on the right side of her body¿ on (B)(6) 2014. The patient stated she associated her symptoms with a low blood glucose. While symptomatic, the patient confirmed she tested with her mother¿s meter and obtained a result of ¿74 mg/dl¿. The patient reported treating herself with food in response to the symptoms and feeling better afterwards. At the time of troubleshooting, the customer care advocate was able to assist the patient with confirming the meter settings. The patient informed the mss that she has been able to test successfully with the subject meter since contacting lfs. Replacement products were not sent to the patient since the patient was comfortable using the meter. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.